Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: united states. Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula fell off from infusion set event on (B)(6) 2024. Patient was admitted in hospital due to high blood glucose level. Patient went into coma state. The blood glucose level was 1000 mg/dl. No further information available.